Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: it was reported that syringes were cracked, causing lidocaine to spray out of the sides onto doctor, assistant, and patient. Per customer email: on three separate occasions, the doctor encountered bd 3ml syringes that were cracked. When administering lidocaine during biopsies, the lidocaine sprayed out of the side of the syringes onto the doctor, his assistant, and the patient. We have two lot numbers currently in use in our office:

Manufacturer narrative:
The user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: it was reported that syringes were cracked, causing lidocaine to spray out of the sides onto doctor, assistant, and patient. Per customer email: on three separate occasions, the doctor encountered bd 3ml syringes that were cracked. When administering lidocaine during biopsies, the lidocaine sprayed out of the side of the syringes onto the doctor, his assistant, and the patient. We have two lot numbers currently in use in our office.